Event description:
A 5 mm diameter x 17 mm length bridge x3 billary stent was inserted into a pt for treatment of a renal artery with 90% stenosis. Vessel morphology was reported to be not tortuous but severely calcified. The lesion was predilated with a 5.0 mm balloon. It was reported that the physician advanced the stent past the intended lesion site in the renal artery. As the physician attempted to pull the delivery system back for deployment, the stent partially moved on the balloon. The physician attempted to remove the stent: however, it slid further off the balloon. The physician decided to deploy the stent in the mid renal artery. Which was not the intended lesion site. The case was completed with a stent from another manufacturer. The pt is reported to be fine and no clincial sequelae were reported.